Event description:
It was reported the procedure was to treat an av fistula in the cephalic vein. The 8.0x60mm armada 35 balloon dilatation catheter was advanced, without resistance to the target lesion. The bdc was inflated 3 times to 4 atmospheres (atm) for each inflation. On the 3rd inflation to 4 atm, the balloon ruptured. The bdc was removed in one piece with nothing left in the anatomy and no resistance during the removal. A non-abbott non-compliant balloon was used successfully for the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during the third inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.